Event description:
I was notified, through my app, that my libre 3 plus sensors are defective and are giving incorrect low blood glucose readings. I was told to stop using them immediately. I was directed to check the serial numbers of all my sensors and the current one on my arm and the remaining five kits are bad. I filled out the online information and the company is supposed to ship out replacements. Patient code: 4582. Device code: 2588, 2458. Reference reports: mw5179603, mw5179604, mw5179605, mw5179606, mw5179607.